Manufacturer narrative:
Continued: e.1. State: bc zip code: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "rupture", "capsular contracture baker grade IV" and "the inner silicone touched the patient yes". Later healthcare professional reported "malposition", "glandular ptsosis" and "stretch of the breast shape had developed". This record is for the right side. The device has been explanted, replaced and will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported "rupture", "capsular contracture baker grade IV" and "the inner silicone touched the patient yes". Later healthcare professional reported "malposition", "glandular ptsosis" and "stretch of the breast shape had developed". This record is for the right side. The device has been explanted, replaced and will not be returned.